Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off is unknown, but possibly due to airplane travel or not charging up enough. They do not remember the steps taken to resolve the issue but think they called. The issue has been resolved. The cause of the ins not charging is unknown; they were informed by the "operator could have been charger not completed." To resolve this issue they changed the program and it is unknown if they are able to successfully recharge the implant. They have the implant in their lower right back. They have contacted the hcp and it was okay on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the therapy being off every time they checked the implant was determined. The patient reported was told not enough about therapy - try more often. The steps taken to resolve the issue include 4/24 - change channel - program a - prog 2. The cause of the ins not charging was determined. The patient underlined positioning of recharger and circled recharger issue. The patient reported constantly going off. The steps that were taken to resolve the issue included changing channel, changing amplitude, and checking recharger more often. The patient is able to successfully recharge the implant. When asked the approximate depth of the ins the patient wrote lower right - close to skin back. The patient has contacted their healthcare provider (hcp) regarding the issue.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the last couple of months, the device had been giving them problems. Pt stated every time they went to check the implant, it said the therapy was off. Pt stated about a month ago, they noticed they had issues charging. They sat there for 20 mins and it wouldn't charge. Pt stated they normally charge 1 time a week. On the call pt mention seeing "recharger is inactive" but then confirmed ins is was showing it's 100% charged. Pt services reviewed meaning of recharge inactive screen and also reviewed possibility of ins low battery which is causing ins to turn off. Pt services recommended monitoring ins battery level closely and recommended charging more frequently to avoid therapy from turning off.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.